Manufacturer narrative:
Initial.

Event description:
It was reported that the user was considering a factory reset due to a perceived pump maladaptation and subsequent elevated glucose, but later stated their clinician advised a reset was not needed because glucose levels had improved. Symptoms included insufficiently characterized clinical effects. Outcomes included insufficiently characterized health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device findings, with the medical device problem and device component not further characterized. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.